Event description:
The hospital reported a broken plastic hinge at the side rail of the unit. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(6). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The customer replaced the non-rotating bed warmer to resolve the issue.